Event description:
It was reported that the micro saggital saw leaked a grease-like substance from the top seal prior to cleaning after a case. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion was discovered within internal components of the device.